Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that during device replacement the device had a connection issue with the right ventricular (rv) lead. The rv lead and device showed high and unstable impedance, noise, electromagnetic interference and suspected rv damage. A new device was connected and the same issues arose. The initial device was reconnected and it was found that the set screw had not been tightened properly. The initial device was implanted and the rv lead remains in use. The second attempted device was not used. No patient complications have been reported as a result of this event.